Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v292726, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was initially reported on (B)(6) 2014 that the patient was experiencing a loss of therapeutic effect and an overstimulation sensation. The patient had not seen the manufacturer's representative in awhile. The patient had not called her hcp (healthcare provider) yet but they put her in touch with a physician assistant (pa). The patient wanted to see a manufacturer's representative. It was noted that the patient felt stimulation "just a little bit". The patient had this feeling for 2-3 months, and "when I called the pa they said to make sure it's turned on, but I know it's on. I even changed the program. I am on program 3 now and when I turn it to program 4 it's so much stimulation I can't handle it". 2 - 3 weeks ago she moved it to program 4. The patient was "up 3-4 times a night, and it's been like this at least a couple of months". The patient was on program 3 at 3.7v, and stimulation was on. The patient wanted to increase the stimulation and it was reviewed how to do this. The patient then moved to program 4 at 3.5v "but it feels a little much" so she turned it down to 3.4v and that was better and was going to try this setting. It was also noted that the patient was not feeling stim and symptoms had returned. The patient asked about the "shelf life" and patient services reviewed implantable neurostimulator (ins) longevity. It was noted that when the patient called a couple weeks ago, she could see the lightening bolt. It was later reported that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6) 2014. It was later reported on (B)(6) 2014 that the generator was eos (end of service). They replaced the 3058 on (B)(6) 2014. The patient noted they received assistance from their doctor or manufacturer¿s representative and their concerns were resolved.

Event description:
Additional information was received which noted that the battery depletion was considered normal; the device was 4 -5 years old. Regarding when the device reached eos (end of service), the reporter was unsure of exact date however sometime in (B)(6). The patient was in continuous mode. The patient was doing great; they were receiving effective therapy after the replacement.